Manufacturer narrative:
According to the facility on 08/01/2022, 'an unidentified growth was found on the suction tubing which came in the sterile thoracotomy pack'. The growth was noticed by the physician's assistant, 'after the incision was made and the surgeon had started surgery'. Per the facility, 'the patient was started on prophylactic antibiotics, and the sterile field was tore down and a new kit was opened with a two person inspection of every item that came from the new kit prior to being placed on the new sterile field'. According to the facility, 'the patient is doing well and there are no reported effects from the event date'. A sample from the same lot was requested to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 08/01/2022, 'an unidentified growth was found on the suction tubing which came in the sterile thoracotomy pack'.